Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient resuscitation. The patient associated with the reported issue did not survive. The customer informed physio-control that they do not believe the device use contributed to the patient outcome. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
The customer later reported that there was not a complaint for the device and it would not be returned for evaluation. The reported issue could not be verified and root cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient resuscitation. The patient associated with the reported issue did not survive. The customer informed physio-control that they do not believe the device use contributed to the patient outcome. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during patient resuscitation. The patient associated with the reported issue did not survive. The customer informed physio-control that they do not believe the device use contributed to the patient outcome. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Section h6, conclusion code of the supplemental medwatch report 001 indicates cause not established section h6, conclusion code of the supplemental medwatch report 001 should indicate no problem detected